Manufacturer narrative:
Analysis finding of product (B)(4) found reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned for analysis. Analysis pending. No new information.

Event description:
Information was received from a patient who was implanted an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ins was over discharged. The patient reported that the unit (ins) stopped working. The patient reported that she tried to charge it and it wouldn¿t charge. The patient reported that she contacted a manufacturer¿s representative (rep) who did a physician mode recharge (pmr) on (B)(6) 2017. The patient reported that the rep did two 60 minute countdowns and then she fully recharged the battery. The patient reported that she was told before she turned stimulation on to make sure both batteries were fully recharged. The patient reported that she turned it on and stimulation lasted the most 20 minutes and then the ins battery showed empty last night, so she recharged it again until completely full again. The patient reported that she tried it again on (B)(6) 2017 and again only worked for 20 minutes. No further complications were reported. Additional information received from the consumer via the manufacturer representative reported that due to rapid battery depletion the physician opted to replace the implant. No environmental or external factors were reported at the time of the surgery. The battery was discharged and was unable to be interrogated at the time of the replacement. The issue was resolved at the time of the report with a replacement of the implant.